Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer planned to call in later to troubleshoot, and technical support was unable to gather further information, leaving the case open.